Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer was using the pump for the continuous glucose monitor features however the customer was utilizing an alternate pump for insulin therapy. The customer connected the pump to a power source and the pump turned on. Reportedly, the pump resumed operation.